Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal unknown morphine drug (30mg/ml at 2.7mg/day) via an implantable pump for unknown indications for use. The patient was also taking hydrocodone at the time of the event. It was reported that a patient with a history of chronic pain experienced a return of pain about a year ago, which was associated with a catheter issue. A dye study was conducted, but aspiration was unsuccessful. During an attempted catheter revision, cerebrospinal fluid (csf) could not be aspirated. It was reported the hcp attempted a catheter revision with 8784 and received csf briefly. Upon opening the spine pocket, a large kink in the catheter was discovered. The physician unlinked the catheter but was still unable to aspirate csf. Consequently, the catheter was removed and fully replaced with a new 8780 catheter. The patient was not experiencing any pain after the catheter replacement, and both the pump and catheter were functioning normally. The old catheter was discarded. The issue was resolved at the time of this report.